Event description:
It was reported that  the cs300 intra-aortic balloon pump (iabp) had a malfunction of the arterial pressure  connector. They received a message saying that the connection was unstable and it could not be used normally. The arterial pressure cable connector was re-connected to the pressure input of the iabp and the issue was resolved. Iabp therapy was continued with this iabp unit without any further issues. There was no reported injury or harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse could not reproduce the issue. No repair of the unit was necessary.

Event description:
N/a.